Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the infusion areas, the maxzero leaked at the top of the gland when connecting it to the patient's IV line. There was no patient harm.